Manufacturer narrative:
The investigation, including root cause determination is in progress.

Event description:
A surgeon reports a custom patient with topographically-observed "central islands" (corneal irregularities) following a bilateral custom myopia with astigmatism laser procedure. This report is for the right eye, the left eye is being submitted under manufacturer number 1061857-2007-00188. There was no patient injury/impact associated with this event. At two weeks post-op bcva in the right eye was 20/20, equal to pre-op. Ucva improved from 20/cf to 20/20-1. Further follow-up with the surgeon indicated he felt the patient's topographical changes may have been due to the fact the topographies were taken very early in the post-operative period and the results of the latest post-operative exam indicated this patient no longer exhibits characteristics associated with central islands. The surgeon stated he was very satisfied with the outcome for this patient. Surface irregularities associated with laser refractive surgery can interfere with vision. Patients with persisting irregularities may be treated with alternative methods including spectacle correction, contact lens correction or surgery.